Event description:
Infection in a proact patient, necessitating bilateral explant.

Manufacturer narrative:
Uromedica (B)(4).

Manufacturer narrative:
This follow-up report updates fields and codes relevant to device physical analysis, which was performed after the date of the first version of this report.